Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubbles. Customer's blood glucose level was 300 mg/dl. Customer uses pen. Customer reported that the size of air bubbles was 1 cm. Customer stated that the rewound was not done with reservoir in place and the high pressure test was not possible at this time. Reservoir will not be returned for analysis.